Event description:
During a coronary drug eluting stenting treatment procedure, a stent pulled another stent out of the vessel. The target lesion was located in the non-tortuous, non-calcified, 90% stenosed circumflex artery (cx) and first obtuse marginal artery (om1). The om1 lesion was predilated with an unk balloon and a 2.25 x 16 mm taxus liberte drug eluting stent was placed in the om1. This stent was not post-dilated and was well positioned and well apposed. A 2.75 x 28 mm taxus express2 stent was then advanced to the cx lesion, but was unable to cross the point of bifurcation between the cx and om1. The 2.25 x 16 mm taxus stent was caught on the 2.75 x 28 mm stent and both were removed together upon withdrawal. The procedure was successfully completed with an unk device. There were no reported pt complications. The pt status is reported as 'satisfactory/good'.